Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation, five photos were submitted for review. The first four photos show the device outside of any packaging and the device is noted to be bloody. Unraveled fibers can be noted to the balloon portion of the device in all the photos. The fifth photo shows the device outside packaging of the device. The label refers to the product catalog number and lot number. Based on the photo review, the reported unraveled balloon fiber can be confirmed for as this was noted in the photo review. However, the investigation is inconclusive for the reported inflation issue as no sample as returned for evaluation. In the photo review conducted by the manufacturing review, the team concluded that the fiber unraveling most likely occurred during the procedure as no anomalies were noted during device preparation. It is likely that there was a small delamination of the pebax layer which allowed for the circumferential fiber to be caught on the refold tool, introducer or stent. This might have then caused the fibers to become unraveled causing the constriction of the balloon. However, the definitive root cause for the reported inflation issue and unraveled balloon fiber could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 03/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during an angioplasty procedure, pta balloon allegedly had inflation issue. It was further reported that the balloon fiber allegedly unraveled. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for evaluation; however, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, pta balloon allegedly had inflation issue. It was further reported that the balloon fiber allegedly unraveled. The procedure was completed using another device. There was no reported patient injury.